Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Shock impedance trends showed a gradual rise from 47 to 126 ohms, consistent with suspected lead calcification. This lead was programmed to initial polarity. Technical services (ts) recommended programming to maximum energy shocks as well for continued monitoring. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.